Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. Since (B) (6) 2010 the pt noted the reported meter would not power on upon test strip insertion; she was unable to obtain a blood glucose reading. During this time period, the pt continued to take her usual regimen of the oral diabetes medication diabeta (glyburide) 5 mg twice per day. On (B) (6) or (B) (6), 2010 at 6:00 am the pt experienced the symptoms of shaking and sweating. The pt was treated with juice to alleviate her symptoms. Troubleshooting revealed the pt's test strips were correct, and the meter powered on successfully only with the power button. The issue was not resolved. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food. Therefore, this complaint is being reported.